Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 and 6.2 was failed and was not recovered. A field service engineer (fse) found that drawers 6.1 and 6.2 were not detected on the bus. Upon inspection, the pyxis bus connection at the back of the drawers was plugged in, but no lights were visible. The fse replaced both the drawer control board and the pyxis bus board. After rebooting, the drawers were detected and successfully configured, and the customer was able to inventory all pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 6.1 and 6.2 failed and could not be recovered. The user stated that the drawers and all associated pockets were not appearing on the serial bus. They restarted the device, manually opened the drawer to check for obstructions, and disconnected and reconnected the serial bus, but the issue remained unchanged. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.